Event description:
The pt called lifescan and alleged that their meter was prompting an error 2 message. It is not known how long they were unable to test. The pt reported that they had not taken their 2 daily insulin shots because they were afraid to take insulin without knowing what their glucose results was. They believe that because they did not take their insulin that they has lost 2 pounds in the 3 days because of high blood glucose results. They reported that they did not seek any medical intervention. The pt stated that they used the correct technique and their testing supplies were in good condition. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.